Event description:
Reporter states that on (B)(6) 2011 she had the zimmer total knee replacement implanted in her left leg. Immediately after implantation, she noticed significant swelling "causing a 10° bend" in her knee. She goes on to say that the device was contaminated and led to sepsis. She is in constant pain from her knee and that the pain radiates to her "ribs and sides." In 2014 she went to her physician who told her that there was nothing wrong with the implant. No tests were done and she was given medication for the pain. She has been seen by another physician who told her that there is something wrong with the implant and that "the anchors were down instead of up." She is able to ambulate but with considerable pain.